Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. The tamper seals and labels were missing. There was evidence of the error recorded in the event history log. The customers reported problem was duplicated. The pump was not able to read a standard cassette or admin set due to the user changing the rate. The cause of the reported issue was traced to the customer/user interface. No corrective action was required. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the pump was not reading the cassette during testing. There was no patient injury.